Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated that any pressure on the reservoir compartment will make insulin squirt out. Troubleshooting was not completed as physical testing for the pump model is no longer performed. The insulin pump will not be returned for analysis.